Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/split. Pressure integrity testing was performed at 0.5 l/pm with 5 psi, (258 mmhg) of back pressure for 10 min. During the pressure integrity test there was a leak observed at the damage/split. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This complaint record has been created to capture the seven eopa 3d arterial cannulae returned on complaint event (B)(4). Parent event has been reported by customer for cannula leaked out of the side while it was inserted into the aorta. The products involved with this complaint have not been used and returned for analysis only.